Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred at 1pm on (B)(6) 2016. The patient manages their diabetes with oral medication (jentadueto 1000mg per day) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 3 hours after the alleged product issue occurred they developed the symptoms of ¿tired and fatigue¿, however denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca walked the patient through a re-test but was unable to resolve the issue. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.